Event description:
It was reported that bd nexiva leaked at the septum. IV inserted and ivf is leaking out of port that needle came out of customer response on (B)(6) 2026. The events occurred on approximately (B)(6) 2026. At this time, there were no known patient injuries or lasting harm. However, the ivs were leaking either blood or IV fluids from the port after insertion, which required removal and placement of a new IV catheter for those patients. I have received the return label and can send catheters from this lot number if you would like them for evaluation.

Manufacturer narrative:
G.4. K183399; k243403. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.